Event description:
Patient's mom states cadd legacy pump (sn (B)(4), 12/14/2018) would not turn on today when they tried to rotate patient's pump today. Mom states she changed the battery and pump would still not turn on. Pharmacy will be sending replacement pump and defective pump will be sent back to pharmacy. No other information known. The malfunction did not occur while in use and did not cause any injury to the patient. The pump will be replaced and returned to pharmacy. Dose or amount: 34 ng/kg/min. Frequency: 37 ml/24hr. Route: IV. Dates of use: from unk to ongoing. Diagnosis or reason for use: pah.